Manufacturer narrative:
The telemetry session was restarted without further complication. Records indicate this device was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a da error. Boston scientific technical services (ts) discussed the error was self-correcting and recommended restarting the telemetry session. No adverse patient effects were reported.